Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open subtotal gastrectomy procedure for gastric tumor, when the device was installed and clamp into the tissue the surgeon tired to fire it, but the device did not fire. They tried to reloaded again the reload however nothing has change the device still could not be fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.